Manufacturer narrative:
Evaluation summary: the distal tip was deformed and damaged. The device was locked on the procedural guidewire. The guidewire entry port was slightly damaged.

Manufacturer narrative:
Evaluation codes, results: related to another device ¿ (relevant device was trapped by guidewire) patient¿s condition affected effectiveness of device (lesion morphology) ¿ 75% stenosis and moderate calcification. Failure to follow instructions ¿ (device inflated over recommended burst rate) evaluation codes, conclusions: device failure related to patient condition (lesion morphology) ¿ 75% stenosis and moderate calcification. Operational context caused or contributed to the event ¿ (relevant device was trapped by guidewire)failure to follow instructions ¿ (device inflated over recommended burst rate) conclusion not yet available- evaluation in progress. (B)(4).

Event description:
No anomalous resistance during removal of protective device. No abnormalities noted during device inspection and preps before the operation. During the operation, the physician carried out post-dilation with nc euphora balloon catheter at approximately 20atm several times in a moderately calcified lesion in the lad with 75% stenosis and slight tortuosity. After that, the physician dilated the relevant device up to 26atm and then it was completely deflated. Then the physician noticed that the relevant device was trapped by guidewire and unable to be removed. The physician removed the relevant device with guidewire and attempted to remove it from guidewire outside of the patient body but the relevant device was completely stuck. The operation was completed without further treatment. There was no adverse event to the patient. It was reported that when the physician attempted to insert guidewire into the relevant device, slight uncomfortable feeling was noted at the distal tip of the relevant device. However he decided to continue the operation without device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.